Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units cable is trapped. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of cable was stuck. There was no patient involvement, and no adverse event was reported. A getinge field service engineer had a telephone resolution of the problem: had the power cable completely pulled out by the department staff, at this point the winder correctly recalled the cable in the correct way automatically. Brief telephone instruction on the correct use of the winding cable. Problem solved and unit is cleared for clinical use.

Event description:
N/a.